Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl and 350 mg/dl. It was reported that the insulin pump had power loss alarm, no delivery alarm, buttons was sticking and low battery. It was also reported that the keypad was unresponsive. The insulin pump will not be returned for analysis.